Event description:
When removing tonsilles, the hot shaft of this device was contacting the external mucus of pt's mouth and burns occurred to the skin of the pt. When the doctor realized the skin burns, he applied a gauze to protect the mucus from the hot shaft, but the lesion was performed.

Manufacturer narrative:
During performing tonsillectomy, the shaft of this device began to heat up, and the pt had been hurt by contact between tissue with this hot part. Since this device was not returned to olympus medical systems corp. (Omsc), the exact cause of heat up could not be conclusively determined. This report will be supplemented if any important, additional info is obtained, or the device is returned and any significant eval result is obtained.